Manufacturer narrative:
Corrected h6 investigation findings by replacing code-3221 with code-3204 corrected h6 investigation conclusions by removing code-22.

Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The subject device is also unavailable for evaluation as the it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Multiple requests for additional details regarding this event (i.e., medical records) have been performed; however, no additional information has been provided. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 29mm magna pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an unknown implant duration due to stenosis and insufficiency. The tavr was performed with a 29mm 9600tfx transcatheter valve. Valve alignment performed in ascending aorta via carotid access approach. Appeared to be excessive tension on balloon catheter. Alignment successful. Crossed annulus and when deployment was attempted, the valve did not expand. Blood in atrion syringe indicated balloon rupture. While attempting to pull delivery system and valve into sheath for removal from the body, it was noted that the valve was not moving with the markers on the balloon catheter. Removal of the delivery system demonstrated that the balloon had separated from the catheter and the distal balloon, valve and nose cone remained in the body. The balloon and valve separated from the delivery system and valve had to be surgically removed. Opened to attempt delivery again. Ended up going tao. No additional information has been provided.